Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the returned delivery catheter exhibited a kink approximately 29cm from the proximal end of the handle. The introducer sheath exhibited two grooves approximately 27.5cm and 32.5cm from the distal tip. The distal tip of the introducer sheath appeared to be slightly damaged/flared. No anomalies were found on the storage tube or dilator. Upon further observation of the device it was noticed that the filter was lodged inside the sheath approximately 27.5cm from the tip of the sheath. Functional/performance evaluation: the filter was removed from the sheath and visually examined. The filter exhibited 6 arms and 6 legs present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for filter failing to advance through the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current denali vena cava filter IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Additionally, specific warnings, precautions, and potential complications associated with the device are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, the filter became stuck inside of the delivery sheath and could not be deployed. The device was exchanged and a new filter was deployed successfully. There was no reported patient injury.